Manufacturer narrative:
The pump not been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging damage to the cartridge cap. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow up #1 device evaluation: the device was returned to animas and investigated on 10/08/2015 by product analysis with the following findings: the top of the cartridge cap was found to have been torn off. Investigation confirmed the allegation.